Event description:
It was reported that during a laparoscopic appendectomy procedure, after positioning and closing the device at the tissue, the surgeon tried to fire it but he felt resistance. The surgeon fired it anyway but then it was impossible to open the device with the release knob. He forced the device to open with the closing and firing trigger. The tissue was not cut or stapled. A second device was used but the same situation occurred again. Another device was used to complete the procedure. There was no adverse consequence for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.